Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. The continuous glucose monitor read ¿high¿; however a specific bg value was not provided. The cause was due to an incomplete cartridge change alert occurring. Tandem technical support educated the customer on properly completing the load sequence. A manual insulin injection was administered to address bg. Reportedly, the customer continued to use the pump for insulin therapy.